Manufacturer narrative:
The complaint device was returned for evaluation. Visual inspection found no anomalies. Device evaluation identified a faulty barrel clamp and flange confirming the reported event. The barrel clamp was replaced. The circuit boards were inspected. The device was calibrated. The unit passed all tests. A definitive root cause cannot be determined; however, regular use most likely caused this issue. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post purchase, 1 out of 3 times the syringe would be damaged. There was no report of patient involvement. No additional information is available.